Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion test due to the pump alarming. Cracks to the display window, reservoir tube lip, a broken belt clip slot and a scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support was coming out, but she has pushed back in while connected a few times. The customer did experience low blood glucose and did not go to the hospital. The blood glucose reading was 150mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.